Event description:
It was reported that the insulin pump is not working. Customer stated that when he tries to prime the insulin pump, it stops working. The blood glucose reading is 232 mg/dl. The insulin pump has alarmed during the prime process. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.